Manufacturer narrative:
(B)(4). G2-foreign- canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the black impactor pad broke during impaction, no pieces fell into patient, implant properly seated. This event is related to a malfunction that could potentially lead to a serious injury. All the available information has been captured in this report.